Event description:
It was reported that, during an unknown procedure, the clips would not hold after placing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Info anticipated, but unavailable at this time.